Event description:
A consumer reported seeing halos and a dark arc that moves around following implantation of an intraocular lens (iol). The association between this event and the iol is not known. Add'l info has been requested.

Event description:
A letter rec'd from the implanting surgeon provided add'l info. The pt feels she is visually disabled. She tried pilocarpine for reported symptoms but could not tolerate the side affects given the minimal visual relief. The surgeon is planning to proceed with an implant exchange operation to alleviate the pt's complaints. The pt is planning to set up a date for this surgery after pt has completed a rheumatologic workup for numbness in pt's hands and feet. The pt's current corrected vision is 20/20. Both pupils dilate to reveal well-centered implants with capsular bag fixation. The posterior capsule remains clear.